Event description:
Recently reliance procedure chairs were installed in a dermatology practice office affliated with our facility. Approximately 16 days later, a patient was sitting in the chair to undergo biopsy/excision of a ear lesion. Prior to excision the chair and patient abruptly fell from the elevated position to the floor. The patient did not fall off of the chair, but the chair did abruptly hit the ground. A yellow colored fluid (presumed to be hydraulic fluid) began leaking from the chair. The patient suffered no apparent injury. The vendor was notified and will be sending service technicians to evaluate and repair the equipment.====================== health professional's impression======================the failure of the chairs hydraulic system could cause the patient to hit the floor abruptly, be ejected from the chair, or could have been injured had the biopsy procedure been underway. This could have also resulting in harm to the physician.